Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a flow sensor malfunction was discovered. The device's machine flow sensor needs replaced to address the issue. Additionally, due to damage to the device's dc connector and the fio2 carcass the dc harness, dual limb cup, outlet side panel, and fio2 door will need replaced.

Manufacturer narrative:
The manufacturer previously reported to a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a flow sensor malfunction was discovered. The device's machine flow sensor needs replaced to address the issue. Additionally, due to damage to the device's dc connector and the fio2 carcass the dc harness, dual limb cup, outlet side panel, and fio2 door will need replaced. The device's machine flow sensor was returned to the product investigation laboratory (pil) for investigation for allegedly causing fan service error. The product investigation lab (pil) is unable to confirm the complaint of the trilogy evo machine flow sensor. Visual inspection found no defects. Pil ran the device in and no unexpected errors were generated. Pil concludes that the device operates properly.